Manufacturer narrative:
(B)(4). Physio-control evaluated the device and replaced the therapy connector assembly. Proper device operation was observed through functional and performance testing. The device was returned to the field service rep's loaner pool for use. Physio further evaluated the removed therapy connector assembly and verified that the connector had a male pin jammed in the socket, prohibiting the device's ability to sense a pt.

Event description:
It was reported by a physio-control field service rep that a loaner device was found to have a pin stuck in the therapy connector assembly. This pin would have caused issues with the device delivering defibrillation therapy. There was no pt use associated with the reported failure.